Event description:
The customer reported that the unit failed to power up with ac or dc power. There was no report of patient involvement.

Manufacturer narrative:
H.3. And h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.